Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker passed away at home 23 days after the replacement of her previous device for normal battery depletion. A family member later stated that the patient's death resulted from complications related to the device replacement surgical procedure. A boston scientific field representative subsequently reported there were no complications with the implant procedure and the patient was discharged with no adverse effects. The patient had been readmitted five or six days after the hospital discharge with symptoms of a cerebrovascular accident. The patient's medical history included atrial fibrillation and prescription of coumadin to help prevent a stroke. The representative did not report knowing the cause of death.